Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device mdm568 number, and no non-conformances were identified. Additional information was requested and the following was obtained: what was the tissue condition of the rectus sheath layer, i.e., normal or thin, calcified, fragile, diseased? Normal. Did the surgeon observe any anomaly or deficiency of the stratafix symmetric suture before or during use? No. Was there any anomaly or issue with the device/ fixation tab prior to use? No. Was the fixation tab intact when the suture was placed in the patient? Yes. Were any solutions used prior to closing the incision, if so what? Surgeon did this procedure the same way as usual. Other relevant patient history/concomitant medications. Patient had other comorbidities - diabetic patient with a lot of adipose tissue. Was there any deficiency noted with the dermabond mini? No. Can you describe the appearance of the stratafix symmetric suture during the second procedure? There was no second procedure. Where on the suture line did the breakage occur (tab, middle, distal portion)? No idea - suture was in fascia layer so couldn¿t see clearly. Do you device to return for evaluation? No. Do you have any samples of lot: mdm568 to return for evaluation? No. What is the device return status and tracking number? Na. What is the patient¿s current status? Surgeon put on vats dressing and healing. The following information requested but unavailable: what was the name of the initial procedure? What was the indication for the procedure? Was there any predisposing factor prior to the event (cough, fall, etc)? What is physician¿s opinion as to the etiology of or contributing factors to this event? What are the patient age, gender, weight and bmi?

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2019 and barbed suture was used to close the rectus sheath layer. The surgeon used a dual layer closure method. The peritoneum was closed with polysorb and then rectus sheath was closed with barbed suture. Subcutaneous and skin layer was closed with insorb skin stapler and topical skin adhesive was applied. The surgical incision was a maylard incision. It was reported that the recommended technique for initiation and ending was used with the barbed suture. A few days later, the wound dehisced as the barbed suture broke. The patient was on a vac dressing. The patient status is reported to be healing. No additional information was provided.